Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device to be underweight and a broken shell. A visual and microscopic analysis was performed which identified a sharp break on posterior, missing shell (0-25%), and flat creases. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp break on anterior assessed as an unidentified (tear) opening and missing shell assessed as inconclusive.

Event description:
Patient reported "left side rupture." Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "left side rupture." Device was explanted.